Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that the patient underwent mesh revision and removal of 4.8 cm of vaginal mesh with cystoscopy on (B)(6) 2011 for vaginal mesh erosion, vaginal pain and urinary retention. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infections, stress urinary incontinence, cystocele and urinary frequency.

Event description:
It was reported that following insertion the patient experienced urinary tract infections, stress urinary incontinence, cystocele and urinary frequency.

Manufacturer narrative:
Date sent to the FDA: 05/24/2017. It was reported that following insertion the patient experienced urinary urgency.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent sling implantation to treat stress urinary incontinence. The patient experienced recurrence of pain, dyspareunia, extrusion, infection, urinary and bowel problems, vaginal scarring, bleeding and other pelvic issues. In (B)(6) 2011, the patient underwent removal/revision surgery. (B)(4) - dyspareunia; urinary problems; bowel problems; pelvic issues.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional patient codes: (B)(4) - hematuria additional narrative: it was reported that following insertion the patient experienced hematuria, dysuria, and flank pain.